Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported a patient underwent left total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 due to an unknown reason. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Product location unknown.